Event description:
Dealer states chair leaking grease and giving an error code.

Manufacturer narrative:
MDR decision date: (B)(4)has been initiated for this issue. The malfunction has not been confirmed.